Event description:
Three pts had experienced blood travelling down the transducer, protector and high venous pressures of 240-300mmhg in 2005. There was no medical intervention or hospitalization for any of the pts. Companion samples were sent to baxter r&d center for further analysis.